Event description:
Procedure: lap chole; according to the reported, bleeding occurred during the case. The procedure was converted to open to stop the bleeding as the clip applier did not fire. Subsequently, the doctor again tried to fire the device and it still would not fire. Patient condition is reported ok.

Manufacturer narrative:
.